Manufacturer narrative:
Additional information was received that the ipg moved deeper. The physician believed that this was due to the patient's weight gain. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg moved and was not taking a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg moved and was not taking a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg moved and was not taking a charge. The patient will undergo an ipg replacement procedure.